Event description:
Pt hit by ball in chest. On transtelephonic after incident, device showed eri; device reprogrammed. Later, device had electrical reset two different times; reprogrammed. Dr. Able to get device to go to a no output condition by manipulating in pocket.